Event description:
It was reported that a merlin.net transmission revealed a device reset and upon interrogation, the pulse generator exhibited a parameter error message. After initial parameters were restored, the device was programmed to its original settings and normal function resumed. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).